Event description:
It was reported that cartridge had damaged cartridge tubing, which broke while in use. Customer experienced high blood glucose reading displayed as ¿high¿ but exact value is unknown. Customer delivered correction dose using pump, changed cartridge, and successfully resumed insulin therapy.